Event description:
It was reported by customer that the unit only alarmed for an ¿air-in-line¿ error after approximately 2 feet of air had already entered the line. The issue occurred while infusing saline at a rate of 500 ml/hour, volume to be infused of 250ml. The event occurred at approximately 1pm. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of air in line error was not definitively confirmed or reproduced during laboratory testing. An external and internal inspection was carried out and no problems or anomalies associated with the complaint reported by the facility were found. All inspected parts were manufactured by bd. An event logs analysis was performed, confirming the "air in line" error, as 6 infusions: infusions: 6 (six) distinct infusions were programmed throughout the day: 9:57:09 am ¿ 50 ml/h, vtbi: 100 ml. 10:09:38 am ¿ 460 ml/h, vtbi: 115 ml. 10:25:20 am ¿ 800 ml/h, vtbi: 270 ml. 12:11:49 pm ¿ 100 ml/h, vtbi: 12 ml. 12:16:07 pm ¿ 500 ml/h, vtbi: 11.738 ml. 12:23:02 pm (approx.) ¿ 500 ml/h, vtbi: 11.738 ml. "Air in line" error occurred 10 times at various points, causing repeated infusion interruptions. From 10:42:02 am to 12:23:02 pm ¿ infusion stopped due to air accumulation in the infusor. 12:19:35 pm ¿ pump chamber blockage detected. Air bolus limit was adjusted from 250 l to 75 l between 9:56:45 am and 11:46:54 am. Air in line threshold product analysis procedure (1503-001-002-r-cfn, dir# (B)(4)) was followed an infusion was programmed at the rate of 500 ml/h with air bolus limit set at 75¿l, as outlined in step 4.5.1.5 of the air in line threshold test method. The limits were tested by injecting a single air bolus into the injection site above the pumping segment. A 500¿l digital syringe was utilized to insert a measured single air bolus to test the upper and lower limits. Three test trials were performed on the suspect device for the lower and upper limits. The test was passed. Following the procedure noted for accumulated air testing in the air in line threshold product analysis procedure (dir# (B)(4) section 4.5.2), a steady stream of single air boluses was inserted into the line above the pump. After approximately 5 minutes from the start of the test, the pump module alarmed and stopped the infusion; indicating the unit is within tolerance and alarming appropriately. The bd alaris¿ system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. Bd alaris system user manual (v12.1), perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: model 8100 pump module sn (B)(6) (suspect) the device was opened for investigation. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of air in line error was able to be identified through event logs. However, the issue could not be replicated or found to be a failure. The returned device was fully evaluated, and no issues or anomalies were observed during the testing. A probable cause of the failure could be incorrect handling of the IV set or poorly executed priming when placing the medication. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the unit only alarmed for an ¿air-in-line¿ error after approximately 2 feet of air had already entered the line. The issue occurred while infusing saline at a rate of 500 ml/hour, volume to be infused of 250ml. The event occurred at approximately 1pm. There was patient involvement but no harm.